Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (25 mg/ml at 5.7 mg/day) and morphine (7 mg/ml at 1.6 mg/day) via an implanted pump. The indication for pump use was cancer chemotherapy. On (B)(6) 2017, the patient was admitted to the ER (emergency room) for reasons unrelated to their infusion system. Per the MRI tech, the patient was given oral medication when she got to the hospital so she was loopy, unreliable, despondent, and combative. The patient looked like she was having overdose symptoms after she was admitted to the ER and given oral medication. The MRI was not related to a problem with the patient¿s infusion system devices or therapy. When the patient was put on the table in the MRI, the patient complained of pain at the pump pocket site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient's weight was reported as less than (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pain at the pocket site was only in the MRI suite. To this reporters knowledge the patient did not complain of this pain after leaving the suite. Pain was not a complaint after leaving the MRI suite.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Event description:
Additional information was received on 10-apr-2017 from a healthcare professional and it was reported that the cause of the patient¿s symptoms was too much medication; the result of oral medications. The patient¿s symptoms were resolved. No further patient complications have been reported as a result of this event.